Manufacturer narrative:
This event is being submitted as a reportable event for if the locking mechanism of the vcare device did fail in this incident and if common clinical practice was followed, then, a device malfunction such as this has the potential for causing injury to a patient in a gynecological procedure where the patient's uterus is not being removed. The complaint device was not returned to conmed corporation for evaluation. The specific failure mode and associated root cause cannot be determined without examination of the actual device. The lot number of the complaint device is unknown; therefore, DHR / lhr, device history record / lot history record, review was unable to be conducted. A twenty-four (24) month review of the customer complaint history for failed locking device has shown one (1) similar complaints. Of these two (2) total complaints for locking mechanism failure, neither one can be confirmed. The occurrence of this failure rate is relatively low. (B)(4). The cause of the detachment of components was undetermined. Due to the relatively low occurrence of this failure mode and the unavailability of the device for evaluation it is believed that the possible cause of the event is user-error. Due to the design of the device and the anatomy, it is placed within it is common clinical practice to check and tighten the locking mechanism of the vcare device prior to any advancement of the device into the vaginal canal. The complaint states "just before cutting the cervix. The doctor pushed with the vcare to see the cup." It is inconclusive if the locking mechanism of the device actually failed. It is also unknown whether or not the physician followed common clinical practice and checked or tightened the locking mechanism of the device prior to "pushing with the vcare to see the cup." Resulting in uterine perforation. The risk associated with this complaint is mitigated in current IFU 14071, revision c, which states, "the cervical / vaginal cone locking mechanism must be locked at all times when using vcare for uterine manipulation. If lock inadvertently becomes open, secure it immediately before proceeding". The complaint investigation has not identified a manufacturing defect; therefore, corrective action is not warranted at this time. Conmed is considering this complaint closed. Never returned to conmed.

Event description:
It was reported, "uterus perforation (oncology procedure) just before cutting the cervix. The doctor pushed with the vcare to see the cup. The lock failed and the distal balloon passed through the uterus." The procedure being performed was a hysterectomy; therefore, no injury occurred for the uterus was an organ being removed from the body.